Manufacturer narrative:
Replacement camera shipped to site. Medtronic investigation of returned suspect device finds that the returned positioning sensor unit (psu - camera) was found to be in good condition. A check of the event log did not reveal any adverse events. The psu passed an aak test at .30 mm with a passing threshold of .35 mm. No problem found. This psu has not been previously returned for a failure. No further relevant issues reported.

Event description:
A medtronic representative reported that, while in a spine procedure, an inaccuracy was alleged. After the tap and the screw driver were attached to navlock, the navlock antenna was rotated in the vertebral body, afterward, the 3d model, with the tap and screw, seemed to be shifted in parallel to the craniocaudal direction. It was noted that because the tap and screw were in the vertebral body, it was not likely that the whole navlock moved, nor did the reference frame as it was attached onto the vertebral body. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: serial number and device manufacture date provided.the software investigation found that the reported event was unrelated to a software issue. The calculation of the tip requires some rounding in order to complete. Thus movement of the tracker makes the virtual tip on the screen appear to move. The software functioned as designed.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) national privacy laws. Device manufacturing date is unavailable. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the tap seemed to be in the vertebral body. But the tap appears to move when antenna of navlock is only switched. No parts have been received by manufacturer for analysis.